Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, the right atrial lead exhibited noise was over-sensed and led to inappropriate automatic mode switch. No intervention was performed. The patient was in stable condition.